Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer stated that her neighbor came over and found her unconscious with foam coming out of her mouth. The neighbor called 911, the paramedics showed up and when she was about to be taken to the hospital, her husband got home and gave her a glucagon shot. She woke up and declined to go to the hospital. The neighbor stated that the insulin pump was alarming but the customer did not remember hearing a low predict or any alarms. Blood glucose at the time of the incident is unknown. Current blood glucose value is unknown.